Event description:
It was reported that during a laparoscopy assisted distal gastrectomy procedure, the ec60a was locked and the surgeon didn't make firing. He tried another piece of ec60a, but the second one neither worked. No patient consequences reported. Patient was reported as stable.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Premature sled movement. Additional information was requested and the following was obtained: just for clarification, both devices did not fire (no staples deployed)? Not fire. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing. During which stroke did the event occur? 1st firing stroke. What other color cartridges were used before and after this event? Same as before. If buttressing material was utilized, which product was used? N/a. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)? N/a. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? N/a. Was there any difficulty removing the device from the tissue? N/a. How was the case completed? Completed well using another ec60a. The device (a) was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device (b) was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. However while firing the reload resistance was felt; furthermore the cartridge was retrieved from the device and disassembled to verify the condition of the internal components, it was found that the internal left ramp of the one piece sled was damaged, which caused internal cartridge wall to be damaged. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h53t09 (mfg date: 11/29/2011 exp date: 10/29/2016 ) damaged cartridge, damaged one piece sled, premature sled movement.